Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: on investigation, the pump powered up to a dim and discolored display. The keypad cover was torn and the ¿up¿ and ¿down¿ buttons responded intermittently. Removal of the cover found contamination under all the button contacts. The battery compartment was found to have cracked at two places, in the threads area and below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked at a couple of places, some keypad buttons were intermittently responsive, and contamination was found under the button contacts. This report is made based on the results of investigation completed on 02/12/2015.